Event description:
It was reported that the ilet screen became unresponsive and not visible, described by the user as ¿fuzzy,¿ leading to inability to view the display and requiring replacement. Symptoms included no reported adverse clinical effects. Outcomes included reliance on backup therapy and continued use of a g7 sensor without interruption. Investigation included remote troubleshooting, user education on device management and report syncing, and arrangement for device replacement. Investigation of this case revealed a display/screen malfunction consistent with a hardware failure of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction attributable to a hardware display failure.